Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation melted; partial lead in segments was returned and analyzed.

Event description:
It was reported the left ventricular (lv) lead was moved/damaged during the extraction of the patient's fidelis right ventricular lead. The lv lead was then replaced. No further patient complications were reported as a result of this event.